Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm). The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, repeated error 23062 faults occurred on the left master tool manipulator (mtm). The customer attempted a reboot, but the error returned when the system powered back on. The customer attempted a hard reboot on the surgeon console alone, and the system briefly powered back on and homed without errors. After attempting to manipulate the left mtm, the faults returned. The customer disabled the left mtm and was temporarily using the right mtm only. The procedure was continued with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer was unable to resolve the issue with the mtm during the procedure. The customer converted the procedure to laparoscopic surgery to continue. The patient tolerated the conversion and there was no patient harm. The customer utilized the robot ports and there were no additional ports added.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The master tool manipulator (mtm) was installed on an in-house system and error code 23062 (eevt_dafd3_mvt_err) was observed on the wrist pitch axis. After installing on a test system and running the fitness test, the unit failed gravity balance test post sine cycle - sh (max_imbalance) and el (max_imbalance). After running calibrations, the tests passed. 2 hour slow speed sine cycle was performed on the wrist pitch axis and passed. The slipring and gimbal will be replaced. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause was attributed to a slipring and gimbal component issue with the mtm.